Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting procedure the stent became damaged and unable to be used. The lesion being treated was a 3.0mm 90% stenosed distal right coronary artery (dist rca). The lesion was not predilated. The physician then attempted to place a taxus express2 3.0x24mm drug eluting stent in the dist rca. It was reported that the physician had difficulty accessing the distal rca, so he first placed a taxus stent in the proximal rca to straighten the curvature. He then attempted to place the taxus 3.0x24mm in the distal rca and in the process the stent became damaged. The physician was finally able to access the site and place taxus stent using multiple guide wires and dilations. The pt was discharged 2 days later on plavix and aspirin. There were no other complications.